Event description:
Sales consultant reports a complaint regarding hardware removal and dual plating on unknown date. The image revealed a synthes medical distal tibia plate (3.5mm lcp low bend medical distal tibia plate) with unknown broken screws and a non-union at the fracture site. This is 1 of 1 device for this complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.